Event description:
It was reported that pump displayed malfunction code and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction returned.